Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was off the insulin pump and it was not turning on even after installing new battery in it. Customer was hospitalized due to heart attack and since then was off the insulin pump. Customer reported battery cap was not damaged not missing. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.